Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.0245¿ offset at the tips. This caused the device not to hold the tissue. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Review of the provided image looks like the grip tang, located at the base of the grip assembly, is dislodged from its normal position and is protruding out of the distal clevis. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was found to have the bottom grip broke during the process of holding the tissue. After the customer noticed that the instrument could not hold the tissue and cauterization did not work, the customer used a backup instrument of same kind to continue the procedure. There was no report of fragment(s) falling inside the patient. No bleeding was observed as the tissue was not caught. The procedure was completed with no damage to other organs. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary observed. The instrument grip was not completely broken off/ detached. The instrument was not in strong grip mode at the time of event. No abnormalities noted with the instrument (e.g., dislodged or grip tip sticking out etc.). No collision with other instruments or tools confirmed. No injury to the patient as result of the event. No report of fragments falling from the device while used within a patient.